Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4), was found to have a defective front response button.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4), has been completed. Upon evaluation, the front response button was sticking when compressed. The cause for the defective response button cannot be positively identified. No adverse event resulted from the defective response button.